Manufacturer narrative:
The field service engineer (fse) found that the middle fitting on the center aperture of the wbc bath was broken and was leaking. The fse replaced the fitting on aperture #2 of the wbc bath and the instrument ran without any leaks. (B)(4).

Event description:
The customer reported a leak inside the coulter lh 780 hematology analyzer. The instrument was failing wbc backgrounds when the leak was noticed. The volume of the leak was about 1 ml and was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.